Event description:
Sterile 60 drop primary IV tubing ref # (B)(4) from ICU medical, inc., was found to have a large 15mm length by 3mm width hole. Lot # 3173028, exp: (B)(6) 2021, approx 240mm below upper injection hub.